Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was blank which blocked graphics and text. Reportedly the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.